Event description:
Ivf (intravenous fluid) found to be leaking from a crack or slit in the vented IV tubing. Tubing taken down and given to safety nurse. Manufacturer response for IV tubing, set soln duovent spike (per site reporter) ongoing.